Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation would not work and the machine alarmed for 'reinstall ventilator'. The case was continued using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The log file evaluation confirms the reported shut down of automatic ventilation during a case right after switching from manual ventilation into volume controlled mode. The device alarmed for reinstall ventilator. This indicates that the vacuum pressure between piston and diaphragm was measured too low. The vacuum is required to avoid wrinkling of the diaphragm during operation. A certain number of parts have to be taken into consideration for determination of the exact root cause. Draeger has given the respective recommendations for a device check to the hospital's biomed but has neither received feedback on that nor were any replaced parts returned so far. Thus, a reliable conclusion about the mechanism of the reported problem is not possible. The issue does not incorporate a previously unidentified or falsely assessed risk - the device responded as designed to the deviation, shut down automatic ventilation and posted the expected alarm. Manual ventilation as well as monitoring remains fully available, no patient consequences have occurred.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00015.